Event description:
This customer reported an opcheck failure for pacer equipment malfunction.

Manufacturer narrative:
(B)(4). This customer reported an opcheck failure for pacer equipment malfunction. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.